Event description:
It was reported via repair work order that the zoom disengages during use due to damaged cam bracket. Also it was reported that the stretcher had intermittent zoom due to loose zoom handles. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.